Event description:
(B)(4). This unsolicited case from united states was received on 14-dec-2017 from physician. This case concerns a patient (demographics unspecified) who received treatment with synvisc one and after 1 day consisted of a knee that became very red, reactions of heat to the injection, reactions of excrutiating pain/consisted of a knee that became very painful, reaction of swelling to the injection/ consisted of a knee that became very swollen, decided to do surgery to wash out the knees on both patients/ underwent a surgical procedure which included a washout of the affected knee/have drains placed in their knees and consisted of a knee that became very inflamed. Also, device malfunction was identified for the reported lot number. No relevant concomitant medications, past drugs, medical history, and concurrent condition were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection, once (batch/ lot number: 7rsl021; dose, indication and expiration date: not reported) in one knee. On (B)(6) 2017, after one day of receiving injection, patient experienced an adverse reaction in one knee. The reaction in patient consisted of a knee that became very swollen, painful, red, and inflamed. It was reported that patient had reactions of excrutiating pain, heat, and swelling to the injections on the same day. Because of recall information concerning contamination, infectious disease was called in to consult on the patient. The orthopedic surgeon on call at the hospital was also consulted and orthopedic at hospital decided to do surgery to wash out the knees on both patients. Once it was realized that the synvisc-one lot had been recalled for gram negative microbe contamination, patient was started on broad-spectrum antibiotics and underwent a surgical procedure which included a washout of the affected knee (it was believed that these surgical procedures took place yesterday, (B)(6) 2017). It was reported that patient was having an extended in-patient hospital stay, and patient have drains placed in their knees. Corrective treatment: broad-spectrum antibiotics for reactions of heat to the injection, reactions of excrutiating pain/consisted of a knee that became very painful, reaction of swelling to the injection/consisted of a knee that became very swollen, decided to do surgery to wash out the knees on both patients/underwent a surgical procedure which included a washout of the affected knee/have drains placed in their knees, consisted of a knee that became very inflamed; not reported for rest events outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: hospitalization and required intervention for all events. Pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who experienced knee effusion, knee swelling, knee pain, joint inflammation, joint warmth and localized erythema after receiving synvisc one injection from the recalled lot. Temporal relationship can be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.